Manufacturer narrative:
The reported event of oversensing could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier were tested and no anomaly was detected.

Event description:
Related manufacturer reference number: 2017865-2021-28999. It was reported that the implantable cardioverter-defibrillator (ICD) and the right ventricular (rv) lead exhibited oversensed, high frequency spontaneous noise and high capturing thresholds. Noise was thought to have been due to internal header anomaly. The ICD was explanted and replaced. Noise was still present and reproduced by inserting a stylet into the rv lead. Rv lead was explanted and replaced. Upon explant, it was observed that the tip of the rv lead was damaged. No inappropriate therapy as a result of the oversensing. The patient was stable throughout.